Event description:
It was reported that the patient stated the boxes he received were all missing the green sleeve needed for gripping the catheter. The patient has used 10 so far and each one were missing the green funnel part that he states he needs. Explained that this is a different item and apologized again. Changed so template for future orders and sent replacement. Pu created to return remaining supply.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Received 146 unopen magic3 intermittent catheters. Visual inspection noted the green insertion sleeve was missing. According to (B)(4), green insertion sleeve is not included for this product packaging. Therefore, product meets specifications. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Correction: d,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the boxes he received were all missing the green sleeve needed for gripping the catheter. The patient has used 10 so far and each one were missing the green funnel part that he states he needs. Explained that this is a different item and apologized again. Changed so template for future orders and sent replacement. P/u created to return remaining supply. Per wife, via phone on 03jun2025 it was reported, defective catheter has been replaced and working well and old bad ones have been sent back already.